Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used set was received with no cap on spike connector and no cap on patient connector in reference to connection issue. The set was functionally hand tightened to a japanese lab titanium adapter without difficulty. The set was tested underwater at 8 psi with no leak noted. The complaint could not be confirmed in the lab. The complaint was not able to be duplicated under lab conditions with the returned sample wither; therefore, the root cause of the complaint could not be determined. A batch review could not be performed since the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report the spike of the set separated from the spike port of the y set unexpectedly. This happened when the patient tried to place the connection between the set and the y set into the clean flash to connect the transfer set to the disconnect cap after drainage. There was no patient injury or medical intervention.